Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Variax elbow plate was used for distal humeral fracture. When tried bending(several times) of the plate to adjust to the shape of the bone, the plate was cracked. The surgeon used another plate.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage was caused by bending the plate. In the op-tech. For lvelp-ot rev 1 variax elbow it is stated: the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. In the IFU pp_v15013_j non-active implant it is stated: contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Variax elbow plate was used for distal humeral fracture. When tried bending(several times) of the plate to adjust to the shape of the bone, the plate was cracked. The surgeon used another plate.